Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure (batch no. (Per pff) - not valid, 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("the right-sided device appears mal positioned completely within the endometrial cavity"), alopecia ("hair loss"), insomnia ("loss of sleep") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, alopecia, insomnia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, insomnia, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, pelvic viscera: bilateral essure tubal occlusion devices are identified. The right-sided device appears mal positioned completely within the endometrial cavity. The left-sided device appears more anterior than expected and may also be malpositioned. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: 1. Proximal left sigmoid diverticulitis without evidence of abscess or free air; 2. Malpositioned right and possibly malpositioned left essure tubal occlusion devices. Recommend hysteroscopic or hysterosalpingogram follow-up; 3. No evidence of nephrolithiasis or obstructive uropathy.. Ultrasound pelvis - on (B)(6) 2018: 1. Linear echogenic focus in the endometrial cavity likely represents malpositioned essure tubal occlusion device as seen on CT; 2. Physiologic appearing right ovarian cyst; 3. No other abnormality identified. Lot # per pff are invalid. Lot number: 910507 manufacturing date: 2011-10, expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in an adult female patient who had essure (batch no. Per pff 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("the right-sided device appears mal positioned completely within the endometrial cavity"), alopecia ("hair loss"), insomnia ("loss of sleep") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, alopecia, insomnia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, insomnia, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, pelvic viscera: bilateral essure tubal occlusion devices are identified. The right-sided device appears mal positioned completely within the endometrial cavity. The left-sided device appears more anterior than expected and may also be malpositioned. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2018: proximal left sigmoid diverticulitis without evidence of abscess or free air; malpositioned right and possibly malpositioned left essure tubal occlusion devices. Recommend hysteroscopic or hysterosalpingogram follow-up; no evidence of nephrolithiasis or obstructive uropathy. Ultrasound pelvis on (B)(6) 2018: linear echogenic focus in the endometrial cavity likely represents malpositioned essure tubal occlusion device as seen on CT; physiologic appearing right ovarian cyst; no other abnormality identified. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.